Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vison valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a large flexnav delivery system. The length of the membranous septum was 4.5 mm. During procedure, patient had a widening qrs during and the team decided to monitor the rhythm post-procedure in-hospital. The valve was successfully implanted at a depth of 3mm. On (B)(6) 2025, it was reported that the patient was scheduled to receive pacemaker. The patient was reported discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: 1721 arrhythmia; health effect- impact code: 4624 surgical intervention type of investigation: 4118 types of investigation not yet determined investigation findings: investigation conclusions: 11 conclusions not yet available.